Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1624c156ee, serial/lot #: (B)(4), ubd: 15-apr-2020, UDI#: (B)(4); product ID: etlw1620c156ee, serial/lot #:(B)(4), ubd: 17-apr-2020, UDI#: (B)(4); product ID: etew2020c82ee, serial/lot #: (B)(4), ubd: 07-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that post-operatively the patient suffered from acute renal failure. It was reported that the patient received a blood transfusion and also had three diagnostic laboratory tests performed which evaluated creatinine levels. The patient was hospitalized for nearly three weeks, then it is reported the event resolved. The site has assessed this event as not related to the device or procedure. The sponsor has assessed this event as being possibly related to the endurant device and not related to the procedure. No cause of the event has been reported. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
It is now reported that the patient did not have a blood transfusion. If information is provided in the future, a supplemental report will be issued.